Event description:
When the nurse removed the leads that were placed for the bath (3 days later) she noticed a blister on the left side where the green lead was placed. Manufacturer response for radiolucent neolead ECG electrodes, radiolucent neolead (per site reporter).